Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons had a delayed response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the up arrow keypad button was intermittently unresponsive; the down arrow, ok and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.